Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the patient folder that was on the usb device and the temporary folder contained files in 'read only' mode. The software is unable to overwrite such files, so the export failed. This issue will be addressed through the continuous improvement of our product in the preventative maintenance. Deleting the folder from the usb device and the temporary folder would have solved the issue. The .ros file appeared blank because of an error of copy or a damaged usb device. D4 unique identifier (UDI) #: (B)(4).

Event description:
After completion of registration, an attempt to export patient folder failed. Company representative (cr) deleted patient folder off of usb drive and made another attempt which failed. Cr then was able to transfer patient folder from the maintenance side of rosa. Upon further review, patient folder transferred with blank .ros file but was able to re-load patient folder in rosa module.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
After completion of registration, an attempt to export patient folder failed. Company representative (cr) deleted patient folder off of usb drive and made another attempt which failed. Cr then was able to transfer patient folder from the maintenance side of rosa. Upon further review, patient folder transferred with blank .ros file but was able to re-load patient folder in rosa module.